Manufacturer narrative:
The technician found the head gas cylinder was worn. He replaced the head gas cylinder assembly to repair the stretcher.

Event description:
Info received indicates the head section is drifting down slowly.